Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 504977.

Event description:
It was reported that the patient had an infection at the lead site. No further information has been obtained despite good faith efforts.